Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced fresnel lines and glare that blinded him at night. The patient could not see his computer screen or anything and was only working with his hands. Additional information has been requested. There are two medical device reports associated with this patient. This report is 2 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.